Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the line 2 interface printed circuit board (pcb) and flash drive. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a serial number mismatch error message and went into an inoperable state. The ventilator was not in use on a patient at the time of the reported event.